Event description:
Urinary catheter placed per rn without difficulty, then pt with complaints of pain, attempted to deflate foley balloon without success; port cut and no response; pt with increased pain; urology consulted and pa needed to pierce balloon through scrotum; another urinary catheter placed. Event abated after use: yes.